Event description:
The customer reported that the system intermittently failed to allow fluoroscopic exposures and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed and on site investigation. The cpu pcb assembly was evaluated and replaced. The system was tested, found to be working as intended and put back into service.